Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the insulin pump was broken at reservoir compartment connection, missing the plastic guard, transparent o-ring. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Insulin pump was received with missing reservoir tube retainer, missing reservoir tube o-ring, cracked reservoir tube lip, scratched case, minor scratched lcd window, cracked select button keypad overlay, damaged keypad overlay texture and stained/faded/peeling serial number label. Unable to perform displacement test and reservoir unable to lock into place due to missing reservoir retainer.